Event description:
The facility rep reported a pump that delivered at a rate that was "too fast". This event occurred at an unk time. There was no pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During product evaluation the customer's reported condition of a pump that delivered at a rate that was "too fast" was not confirmed. The device was retested and returned to the customer within specification in 2009.